Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "the patient complained about his hip pain. There was a accolade tmzf stem, a 44mm cobalt chrome head, and [competitor] cup and liner implanted into the patient. Dr. Proceeded to do a head and liner exchange". Spoke to rep. Primary surgery took place at an unknown hospital at an unknown time, and no further information is available.